Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. During power source testing the a/c fuse was found to be damaged; the cause of this was unknown. To correct the condition, the a/c fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of a flo-gard infusion pump would not charge. There was no patient involvement. No additional information is available.